Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was difficult to depress. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for alternate insulin therapy.